Event description:
Consumer reported complaint for error message (e-3). Sister is calling on behalf of the customer. The customer reported symptoms of sweating, feeling cold and clammy; due to the symptoms, sister stated she would contact manufacturer at a later time. Product information, including meter serial number and test strip lot number, was not provided. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweating, feeling cold and clammy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.